Event description:
Case description: this spontaneous report was received from a us nurse and concerns a patient. The patient was injected with radiesse (+) on (B)(6) 2026 (reported as the prior day from the date of this report), for an unknown indication. Batch number was reported as unknown. Radiesse (+) was placed with approximately 0.4ml microbolus on the bone. After the radiesse (+) injection, the patient experienced a possible vascular event and a suspected possible infraorbital nerve compression. One day after the treatment, the patient had unusual symptoms including facial numbness affecting the entire left side of the face, normal capillary refill, no obvious skin changes and no improvement despite treatment. The practice initiated a vascular compromise protocol with 4 passes of hylenex, aspirin, warm compresses, and viagra (sildenafil), but the symptoms persisted. The injection site reportedly burned during the hylenex administration, which the provider interpreted as a potentially positive sign. The patient was referred to a specialist for ultrasound-guided hylenex. The following day, the patient continued to have numbness with reported whitening of the gums. A possible infraorbital nerve compression was suspected but the provider remained concerned about a vascular event. The provider noted that the injection was performed conservatively and felt that the injection could not have been performed more safely. Due to the provided information, the outcome of the events was considered as not resolved. Follow-up information was received on 04-jun-2026: the patients gender (female) was provided. The patient was injected with a total of 0.4 ml of radiesse (+) into the zygomatic (off label use of device). It was injected across 4 injection sites at 0.1 ml. Radiesse (+) was undiluted. Ultrasound guided radiesse (+) dispersion via saline and hylanex was performed in two rounds by an external to the practice physician (reported as md). The patient reported no improvement in her facial numbness, which was the chief complaint. Health care professional (hcp) speculated about the possibility of the pathology that the patient was experiencing being from a factor outside of radiesse (+), such as nerve puncture via needle stick, particularly since there was minimal to no relief of symptoms after radiesse (+) ultrasound guided dispersal. Case was ongoing, due to lack of cessation of patient symptoms. Potential follow-up with the hcp was going to be the following week. The outcome of the events remained unchanged.

Manufacturer narrative:
Assessment/investigation by merz: as the lot number was not available, a batch record review and case search on the reported lot could not be performed. However, a review of trending for radiesse (+) did not identify any trends related to the reported issues (q4-2025 radiesse product family trending reports, rec-002150, 11-may-2026); therefore, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case was assessed as serious per the following rationale: this case is considered as serious with the serious event vascular compression because treatment was deemed necessary to prevent a permanent damage. Corrective treatment included a vascular compromise protocol with 4 passes of hylenex, aspirin, warm compresses and viagra, with the outcome considered as not resolved at the time of this report. The reported events occurred in a compatible temporal relationship. Due to limited reporting of the injection site, local relationship can only be assumed. The event nerve compression (non-serious) is unexpected whereas the event of vascular compression (serious) is considered equivalently expected as vascular compromise based on the currently valid us instructions for use (IFU) of radiesse (+) and can occur after treatment with radiesse (+). The reported whitening of the gums is considered to be a symptom of vascular compression and therefore was not coded. The reported numbness was considered to be a symptom of the event nerve compression and therefore was not coded. Nerve compression is a condition in which a nerve is pressed or squeezed by surrounding tissues, leading to symptoms such as pain, tingling, numbness, or muscle weakness in the affected area. It can be caused by swelling, repetitive movements, tight anatomical spaces, trauma, or prolonged pressure on the nerve. Based on the information provided and the compatible temporal relationship, causality is assessed as possibly related to the treatment with radiesse (+), however, there is no indication that a product-related issue contributed to the events. This case is considered as serious and reportable to the FDA, as the event vascular compression was deemed to meet the serious criteria of required intervention to prevent permanent damage. Merz causality re-assessment due to follow-up information received on 04-jun-2026: the event off label use of device was added. Additional corrective treatment included two rounds of ultrasound guided dispersion via saline and hylanex. The reported events occurred in a compatible local relationship. Off label use of device is coded for formal reasons only. An injection into the zygomatic is not an approved indication for radiesse (+) based on the us instructions for use (IFU). Possible confounding factor includes the reporter's opinion that the pathology the patient was experiencing was possibly caused by an outside factor, such as nerve puncture via needle stick. Causality and seriousness remain unchanged as possibly related and serious.